Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). Additional information was received clarifying that during valve deployment, the certitude delivery system balloon had inflated more distally before the proximal inflation began. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, to date, no imagery has been provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of this adverse event is not required at this time. In this case, the inflation difficulty was unable to be confirmed. The presence of a manufacturing non-conformance was unable to be determined. A review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials also revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, during valve deployment, it was believed that the certitude delivery system balloon inflation was not typical compared to what was expected. The balloon had inflated more distally before the proximal inflation began. It should be noted that a sapien 3 valve was deployed in the aortic position via the transcarotid approach with a certitude delivery system which is not indicated for use in canada. Therefore, the case was considered as an off-label operation. Per the IFU, before valve deployment, ensure that the valve is correctly positioned between the two internal shoulders of the delivery system. If the crimped valve is not correctly positioned or shifted in position after insertion (slightly more proximal to the proximal shoulder), it may cause the distal part of the balloon to inflate earlier than the proximal side at the start of valve deployment. In this case, a definitive root cause was unable to be determined at this time. However, the event may be due to patient/procedural factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in canada, during the transcarotid transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, during valve deployment, it was believed that the certitude delivery system balloon inflation was not typical compared to what was expected. It was noted that the valve had been prepped per the instructions for use (IFU). The balloon deflation was typical. The valve was implanted successfully and was noted to be functioning well.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the provided imagery revealed the valve positioning was slightly distal on the inflation balloon prior to deployment. There was valve asymmetrical deployment, starting at the proximal side and reaching full expansion at the end. The final valve positioning appeared fine. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of this adverse event is not required at this time. In this case, the inflation difficulty was confirmed per evaluation of the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials also revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, during valve deployment, it was believed that the certitude delivery system balloon inflation was not typical compared to what was expected. A review of the provided imagery revealed the balloon deployed asymmetrically, with the proximal side opening significantly more before the distal side. It should be noted that the sapien 3 valve was deployed in the aortic position via the transcarotid approach with a certitude delivery system, which is not indicated for use in canada. Therefore, this was considered an off-label operation. Per the IFU, before valve deployment, ensure that the valve is correctly positioned between the two internal shoulders of the delivery system. In this case, valve positioning appeared slightly more distal on the inflation balloon prior to deployment. If the crimped valve is not correctly positioned or shifted in position after insertion (slightly more toward the distal shoulder), it may cause the proximal part of the balloon to inflate earlier than the distal side at the start of valve deployment. In this case, a definitive root cause was unable to be determined at this time. However, the available information suggests that procedural factors (valve positioned too distal prior to deployment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative actions are required.